Event description:
Mother stated that the drive arms do not fit securely over the base of the plunger. Stated that the leadscrew was not turning. After customer placed the arms down the bigger arm snapped into place. Leadscrew was clean and the spring clip was in place. Unable to do further troubleshooting.